Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular periods, sleep disturbance, fibromyalgia, sinusitis and rectal bleeding. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"), mood swings ("mood swings"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and constipation ("gastrointestinal or digestive system condition type:constipation"). In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2015, the patient experienced vaginal infection ("infection (other) describe: vaginosis"). In (B)(6) 2015, the patient experienced autoimmune disorder ("neurological conditions or problems type: autoimmune disease") and autoimmune neuropathy ("nuero condit/problem"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dermatitis allergic ("rash/skin condition/ rashes or skin conditions type: patches on stomach"), urinary tract infection ("uti"), gastrointestinal disorder ("gi conditions"), migraine ("migraine"), headache ("headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hyst. (Full), salping. (Bilateral), d & c). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, dermatitis allergic, allergy to metals, fatigue, tooth disorder, gastrointestinal disorder, alopecia, hormone level abnormal, migraine, headache, autoimmune neuropathy, weight increased, vaginal haemorrhage, mood swings and constipation had resolved and the autoimmune disorder, urinary tract infection, bladder disorder, urinary tract disorder, vaginal infection and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, autoimmune disorder, autoimmune neuropathy, bladder disorder, constipation, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: previously reported date of insertion (B)(6) 2012. Patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), nickle allergy, rash/skin condition, fatigue, dental problems, gi conditions, hair loss, hormonal changes, migraine, headaches, nuero condit/problem and weight gain. Insertion details, specify-the left tubal ostia there were 6 coils trailing into the endometrial cavity and the right ostia there was one coil trailing into the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Pathology test - on (B)(6) 2018: diagnosis- uterus, cervix bilateral fallopian tube and hysterectomy and bilateral salpingectomy. Poorly active endometrium. Unremarkable myometrium, uterine serosa and cervix.. Bilateral fallopian tubes with no significant pathology changes. Negative for dysplasia. Gross- uterus , cervix, bilateral fallopian tubes with essure coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular periods, sleep disturbance, fibromyalgia, sinusitis and rectal bleeding. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"), mood swings ("mood swings"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and constipation ("gastrointestinal or digestive system condition type:constipation"). In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In july 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2015, the patient experienced vaginal infection ("infection (other) describe: vaginosis"). In (B)(6) 2015, the patient experienced autoimmune disorder ("neurological conditions or problems type: autoimmune disease") and autoimmune neuropathy ("nuero condit/problem"). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dermatitis allergic ("rash/skin condition/ rashes or skin conditions type: patches on stomach"), urinary tract infection ("uti"), gastrointestinal disorder ("gi conditions"), migraine ("migraine"), headache ("headaches") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hyst. (Full), salping. (Bilateral), d & c). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, dermatitis allergic, allergy to metals, fatigue, tooth disorder, gastrointestinal disorder, alopecia, hormone level abnormal, migraine, headache, autoimmune neuropathy, weight increased, vaginal haemorrhage, mood swings and constipation had resolved and the autoimmune disorder, urinary tract infection, bladder disorder, urinary tract disorder, vaginal infection and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, autoimmune disorder, autoimmune neuropathy, bladder disorder, constipation, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, mood swings, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: peviously reported date of insertion (B)(6) 2012 patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), nickle allergy, rash/skin condition, fatigue, dental problems, gi conditions, hair loss, hormonal changes, migraine, headaches, nuero condit/problem and weight gain. Insertion details, specify-the left tubal ostia there were 6 coils trailing into the endometrial cavity and the right ostia there was one coil trailing into the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Pathology test - on (B)(6) 2018: diagnosis- uterus, cervix bilateral fallopian tube and hysterectomy and bilateral salpingectomy. Poorly active endometrium. Unremarkable myometrium, uterine serosa and cervix. Bilateral fallopian tubes with no significant pathology changes negative for dysplasia gross- uterus , cervix, bilateral fallopian tubes with essure coils.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jan-2020: plaintiff fact sheet received. Event neurological condition is updated to autoimmune neuropathy. Product, patient & reporter information updated. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), autoimmune disorder ('neurological conditions or problems type: autoimmune disease') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular periods, sleep disturbance, fibromyalgia, sinusitis and rectal bleeding. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"), mood swings ("mood swings"), abdominal distension ("gastrointestinal or digestive system condition type: bloating") and constipation ("gastrointestinal or digestive system condition type: constipation"). In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2015, the patient experienced vaginal disorder ("infection (other) describe: vaginosis"). In (B)(6) 2015, the patient experienced autoimmune disorder (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dermatitis allergic ("rash/skin condition/ rashes or skin conditions type: patches on stomach"), urinary tract infection ("uti"), gastrointestinal disorder ("gi conditions"), migraine ("migraine"), headache ("headaches"), nervous system disorder ("nuero condit/ problem") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hyst. (Full), salping. (Bilateral), d & c). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea, dyspareunia, dermatitis allergic, allergy to metals, fatigue, tooth disorder, gastrointestinal disorder, alopecia, hormone level abnormal, migraine, headache, nervous system disorder, weight increased, vaginal haemorrhage, mood swings and constipation had resolved and the autoimmune disorder, urinary tract infection, bladder disorder, urinary tract disorder, vaginal disorder and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, autoimmune disorder, bladder disorder, constipation, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, mood swings, nervous system disorder, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vaginal disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: previously reported date of insertion (B)(6) 2012. Patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), nickle allergy, rash/ skin condition, fatigue, dental problems, gi conditions, hair loss, hormonal changes, migraine, headaches, nuero condit/ problem and weight gain. Insertion details, specify-the left tubal ostia there were 6 coils trailing into the endometrial cavity and the right ostia there was one coil trailing into the cavity diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Pathology test - on (B)(6) 2018: diagnosis- uterus, cervix bilateral fallopian tube and hysterectomy and bilateral salpingectomy poorly active endometrium unremarkable myometrium, uterine serosa and cervix. Bilateral fallopian tubes with no significant pathology changes negative for dysplasia gross- uterus , cervix, bilateral fallopian tubes with essure coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Date of implant updated. Date of explant added. This case was upgraded from other event to incident. Event injury was updated to pelvic pain. Following events were added: menorrhagia (heavy menstrual bleeding), abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), nickel allergy, rash/ skin condition, uti, fatigue, dental problems, gi conditions, hair loss, hormonal changes, migraine, headaches, nuero condit/ problem and weight gain. Reporter information was updated. Lab data was added. On 20-sep-2019: new pfs + mr received- new events added: abnormal bleeding (vaginal), mood swings, infection (other) describe: vaginosis, gastrointestinal or digestive system condition type: bloating & constipation, autoimmune disease, bladder or urinary problems or changes. Reporters information and concomitant conditions were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it, this will be and other non-conformance data; should any new and reportable provided in a supplementary report.